Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that clinician reports infusions running slower than intended. An example occurred a couple weeks ago on an infusion of cladribine. Infusion ran an hour longer than it should have. The clinician had to return to the room multiple times to add volume to the pump, adding a total of 60-70mls before the entire bag infused. There was patient involvement but unknown if there was patient harm. Per report, no further information is available and no devices will be returned to bd for investigation.